Event description:
It was reported that this right ventricular {rv) lead has a documented case of ring issues. The problem arose when implanting a new cardiac resynchronization therapy defibrillator (crt-d} device which exhibited noise when the rv lead was connected. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).